Manufacturer narrative:
Product ascenda 8731, serial# unknown; product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regards to a patient from the (B)(6) receiving intrathecal compounded baclofen (concentration 2000mcg/ml; dose 612mcg/day in flex mode, basal rate 14.2 mcg/hr) via an implantable infusion pump. The pump was implanted in (B)(6) 2011. On 2015 (B)(6), the pump showed an error message of reset occurred low battery at 07:36 with a message of pump in safe state at 07:36 with infusion at minimum rate 12.4 mcg/day. The pump was replaced that same day. It was noted that after the pump was reprogrammed, the critical alarm sounded twice with an interval of 10 minutes and after that the alarm stopped. No patient symptoms were provided. One day post-operation, the patient received her personal therapy manager (ptm) back. The new pump was programmed to what the patient was used to in a low basal rate and 7 maximum boluses per day via the ptm. The patient left the hospital one day post-operative and went home in good condition. Additional information was requested to clarify the events up to the interrogation, patient symptoms, and indication for use. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial print out indicate the device was delivering baclofen at a concentration of 2, 000 micrograms per milliliter at minimum rate with a dose per day of 12.4 micrograms per day. Analysis revealed the pump battery had high resistance. (B)(4).

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).

Event description:
A company representative reported that the indication for use regarding the pump was spasticity. This patient was implanted in another hospital which stopped treatment of pump patients, therefore no further information regarding medical history was available as this information was not provided to the new hospital. Regarding the events that led up to the patient's device being interrogated, the patient experienced under-infusion symptoms indicated as being spasticity. The under-infusion symptoms were the result of the low battery reset / safe state. The drug lot number and catheter serial were unknown. Should additional information be received a supplemental report will be filed.